Manufacturer narrative:
Findings: unit passed the dat test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked lcd display window bottom left corner and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they had some high and low blood glucose incidents on (B)(6) 2017. The customer's blood glucose was 500, 14,10, and 14 mg/dl at the time of the incidents. The customer was hospitalized 3 times. The customer was given intravenous insulin to treat the highs and glucose shots for the lows. The customer does not remember the incident details very well. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer just wants the pump replaced. The insulin pump will be returned for analysis.